Manufacturer narrative:
This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the patient underwent a surgery by using the tfna implants. After the surgery, the tfna implants had penetrated the hip cup of the patient. It was unknown if the surgery completed successfully. The patient outcome is unknown. No further information is available. Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1), unknown locking screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) mmsi driver shaft for red screw. This is report 1 of 1 (B)(4).